Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The physician had successfully deployed the taxus express2 drug eluting stent in the left anterior descending artery, but was unable to refold the balloon. The physician tried to remove the balloon, but the balloon seemed to "stick" at the distal stent struts. The physician inflated the balloon to higher atms several more times and was finally able to remove the balloon with significant force. No patient injuries or complications were reported.